Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused. The device was filled with desferal with solvent sterile water 106 ml and sodium chloride 9 mg/ml 58 ml there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between october 18, 2021 - october 19, 2021. H10: the device was received containing 98 ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.